Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colon resection, after loading the adapter without the reload, the handle identify a reload in the adapter. The handle showed on the display to unload the reload. The reload could be loaded, but it was not able to fire it. The surgeon took another adapter to resolve the issue. There was no patient harm.